Event description:
During an initial implant procedure, the helix of the leadless pacemaker (lp) was stretched while mapping. The lp was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of helix stretch and deformation was confirmed. Visual inspection of the device noted the outer helix was out of specification and the inner helix is deformed. This is consistent with procedure damage. Further analysis was performed and the device exhibited normal device characteristics without any anomalies. Longevity assessment and device was in the normal range of operation with appropriate remaining longevity.